Event description:
The pt's pump was replaced because the hcp determined that the pt had a tear in the catheter and the pt was not getting medication delivered. No pt symptoms were reported. The pt was at home and his status was "good". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.